Manufacturer narrative:
The lighthandle cover is manufactured and packaged in a controlled environment. Employees wear hairnets, safety glasses, gloves, and are fully gowned. The lighthandle cover is terminally sterilized using ethylene oxide. The entire lighthandle cover device including the contents within the sterile barrier are considered sterile. Steris evaluated the reported event and determined it does not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report #(B)(4) that a hair was found within the packaging of a lb53 lighthandle cover. The lighthandle cover was removed by user facility personnel and not put into use. No report of injury.